Event description:
Caller reported tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. During the load process, the customer attempted to remove a bubble, resulting in alarm 30. Despite the alarm, the customer successfully navigated the issue by reloading the cartridge as instructed, ultimately resolving the problem and resuming insulin therapy. Customer was advised to monitor the situation and contact support if needed.